Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Unknown procedure - "this is a complaint from the market. Administrative no.(B)(4). Report from the sales rep - in an attempt to remove large gauze through the trocars with grasper, portions of the septums were damaged and fell into patient cavity. The pieces were successfully retrieved and the procedure was completed with the trocars replaced with new ones. No patient injury and bleeding were reported. For some information about used instruments, please refer to septum cer check list. Initial investigation report by (B)(6) - the two event units along with three pieces of the septum were returned to olympus and visually inspected. In the both seals, the ddbs were removed for checking the condition of the septums by customer and it was not related to the incident. <first trocar> the septum was found to be damaged at two locations and missing portions as shown in fig.1. The returned two portions(size appx 2.0mm×1.5mm and 0.8mm× 0.8mm as shown in fig.2) are similar to holes of the septum in shape. <second trocar> the septum was found to be damaged and missing a portion as shown in fig.3. The returned portion is similar to a hole(size appx 14mm×13mm as shown in fig.4) of the septum in shape. The units will be returned to amr for further evaluation. Admin#(B)(4)."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, the fragmented septum was identified along with the particulate. The particulate does match the missing portion in the septum. A lot number was provided and a review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. The septum was likely damaged by an instrument. There is always a potential to tear or dislodge the internal seal components with sharp or angular instruments. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments, such as "j" hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.